Manufacturer narrative:
The motor error alarmed during basic occlusion test and had slightly loose drive support disk. The motor was tested outside the device and passed. The pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a reservoir change. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error. Customer's blood glucose was 88 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.